Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 was marked in error. The device has not yet returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the visera 4k uhd camera control unit reported an error code e118:olympus tv error. There were no reports of patient harm.